Manufacturer narrative:
(B)(4). Batch # unknown. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a lap hysterectomy, the clamping jaw fell off into the patient. The clamping jaw was retained. Case completed with a ligasure. There were no patient consequences reported.